Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device jammed and would not fire. Another device was used to complete with no patient consequence.

Manufacturer narrative:
(B)(4). (B)(4). Malformed clip the analysis results of the er320 device found that it was received with a malformed clip jammed in the jaws. In an attempt to replicate the event reported, the device was tested for functionality. Upon firing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. However, it is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.